Event description:
Per importer's MDR: the end user's home health physical therapist stated the end user was outdoors and the caster bent causing the end user to be thrown from the chair and receive abrasions.